Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 600 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with "IV (intravenous line) and fluids (nature of fluids was not known) and insulin (method of delivery was not provided)". Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.